Event description:
It was reported that a talent thoracic stent graft were successfully implanted for the treatment of a thoracic aneurysm in zone4. It was reported that a CT scan observed a type iii junction endoleak . Aneurysm enlargement was not confirmed so the patient was being monitored through post-operative follow-up. The physician performed an intervention and implanted a valiant 4646x150, resolving the endoleak. Per the physician's statement, the cause for the type iii junction endoleak was caused by migration.

Manufacturer narrative:
(B)(4).